Event description:
It was further reported that the device was removed intact.

Event description:
It was reported that during an arteriovenous fistula treatment procedure, a balloon ruptured the target lesion was located in the arteriovenous graft. The 7.0mm x40mm, 40cm gladiator balloon catheter was advanced to the lesion. During the initial inflation the balloon ruptured at 24 atms and a circumferential tear was noted in the balloon. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: initial examination of the returned device noted that the balloon material was torn circumferentially at 28mm distal to the proximal transition zone. The distal portion of the balloon is attached to the distal tip but is turned inside out over the tip. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered user related as the device was inflated above the rated burst pressure noted on the dfu / product label. (B)(4).